Event description:
It was reported to philips that power distribution failure; mpdu and geometry pc defective on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu, geometry pc, and fuses, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).